Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. There was no impact to the customer's blood glucose due to the reported issue. Reportedly, the customer continued to use the pump for insulin therapy.